Event description:
Device: prosound f75 ultrasound scanner (k123828) - possibility that a gel threadlocker coating has not been added to the screws which hold the arm together, resulting in instability or loose monitor arm. To date this issue has not affected any patients or caused any physical harm. Review of all affected manufacturing serial numbers sold in the united states for service and complaint identified one complaint of "loose monitor arm". This service/complaint record number: (B)(4) is dated 12/10/2013. The service person tightened the loose screws in the monitor arm and corrected the problem without further issue. There is no complaint of injury, adverse event, or repeated complaints of loosened monitor arm associated with this customer since servicing the device in december. This report is to notify the FDA of an assembly issue and corrective action to replace all affected serial numbers with a new monitor arm. Affected serial numbers: (B)(4).